Manufacturer narrative:
Method: visual inspection, device history review, complaint history and risk assessment analysis, and material analysis. Results: visual inspection. The hex tip is broken. Breakage is located at the border between hexagonal part and cylindrical part of the tip. Numerous machining lines are visible on the 8.5mm diameter zone. Device history review: conformity of hexa 5 shape, functional testing, appearance and shape were checked on entire batch. No non conformities or deviations linked with reported event were noted during manufacturing process. Complaint history: sixteen complaints were received for breakages of the hexagon tip in this torque wrench. Material analysis: two instruments from prior complaints were sent to external and internal labs for analysis. The analyses demonstrated that the device failed as a result of a semi-fragile sudden rupture process initiated by an important notch effect. Risk analysis: there were no adverse consequences reported. Conclusion: the reported breakage was confirmed and a non-conformance report has been initiated.

Event description:
It was reported that "during a surgery (l3-l5 lumbar arthodesis), while performing the final tightening, the surgeon could not remove the torque wrench. The torque was like "blocked" into the blocker. The surgeon managed to remove the torque wrench with force. The end of the device is missing, it remained in the blocker."